Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that his testing frequency is 2-3 times daily and manages his diabetes with 850mg of metformin pills 2 times daily. The patient confirmed the alleged issue began on the morning of (B)(6) 2012 during his fasting state. The patient reported blood glucose readings of "142 and 134 mg/dl" with the subject meter; which did not fall within his fasting target range of "100-105 mg/dl". The patient also indicated that his target range after each meal is "140-145 mg/dl". At the time the alleged issue began, the patient stated, he reduced the amount sugar and carbohydrate food intake and continued to take his dose of medication as usual. The patient confirmed he was feeling confused, sweating, shaking, and developed a headache after the alleged issue began; which he associated as low blood sugar symptoms. In response to the symptoms, the patient confirmed he drank a glass of orange juice and within ½ hour later, he felt fine. The patient also confirmed no other blood glucose device was at the time the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. Based on the information obtained from the patient, this complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.